Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump wake button was only responsive after pump was plugged into a power source. Customer continued to use pump for insulin therapy. Customer's blood glucose was 255 mg/dl.